Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the customer indicated the use of an unspecified cartridge and an unspecified handpiece. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer provided additional information that both eyes were affected. This fellow eye was implanted with an iol made by a different manufacturer. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(4) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(4) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a viscoelastic, which is not qualified for cartridge use. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the event is unlikely related to the iol. There is a possibility of iritis.

Event description:
An ophthalmologist reported that three months following an intraocular lens (iol) implant procedure, the patient was experiencing eye congestion. Eye drops were prescribed for the diagnosis of conjunctivitis and anterior chamber cells were also confirmed at that time. The condition was mild. The lens remains implanted. Additional details were provided that the patient experienced itchiness, hyperemia and eye discharge. The patient was diagnosed with conjunctivitis and anti-inflammatory eye drops were prescribed. A bacterium inspection was performed with a negative result. A mild level of iritis was confirmed. Four days later, the symptoms had improved and the iritis disappeared.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).